Event description:
It was reported, that one day after implant. This right ventricular (rv) lead exhibited a pace lead impedance value of 2700 ohms, which was out-of-range. There was also loss of capture at 7.5v threhsold output. A chest x-ray was performed, which looked normal according to the physician. A lead revision procedure was performed, where this lead was explanted and replaced with a new rv lead. During the lead revision, a test was performed, with the implanted generator on top of patient's chest with this lead connected, and there was high frequency noise present during this test. Further impedance testing was high in both unipolar and bipolar configurations. No additional adverse patient effects were reported. This lead has been received by boston scientific. And a full investigation will be conducted.

Event description:
It was reported that, one day after implant, this right ventricular (rv) lead exhibited a pace lead impedance value of 2700 ohms, which was out-of-range. There was also loss of capture at 7.5v threhsold output. A chest x-ray was performed which looked normal according to the physician. A lead revision procedure was performed where this lead was explanted and replaced with a new rv lead. During the lead revision, a test was performed with the implanted generator on top of patient's chest with this lead connected, and there was high frequency noise present during this test. Further impedance testing was high in both unipolar and bipolar configurations. No additional adverse patient effects were reported. This lead has been received by boston scientific and a full investigation will be conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.